Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was over 500 mg/dl. Customer had to change the infusion set multiple times. Customer declined troubleshooting. Customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.